Event description:
It was reported that (1) sw100 was used during a lap bowel procedure. It was reported by the rep that while closing the crura during a lap nissen procedure, the suture assistant threw a knot but the knot slipped. This was the first knot tied with the device. Opened another suture assistant to complete the case. There were no consequences to the pt.